Event description:
Caller states the patient tested 3.4 inr on the coaguchek system and 202 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates: hctz-dates unk - 25 mg daily,loratadine - 10mg/day, kenalog injection - 1 time, 1cc. 2007.